Event description:
It was reported that a few days following implant, the patient complained of pulsations in the chest wall and upper abdomen. The right ventricular lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.